Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a non-ge healthcare contractor entered the scan room with two ferrous 25cm x 15cm metal sheets. Upon entering the room, the metal sheets were attracted to the magnet and pulled out of the contractor's hand. In the process, the contractor suffered a laceration to his finger which required sutures, finger splints, analgesics and antibiotics. The metal sheets were safely removed without the need to ramp down the magnet.

Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. The incident occurred due to inattentive behavior by the 3rd party service contractor who brought ferrous iron plates into the magnet room and did not follow the steps to safely service ferrous equipment in the magnet room. The MRI scanner has been corrected as the ferrous object has been removed from the magnet. The contractor was mr safety trained and magnet warning signs were present at the site. The operator/safety manual is confirmed to be onsite and available to the customer. The manual includes safety information related to working within a magnetic field environment. This information has been reviewed with the customer and no additional actions are planned by gehc.